Event description:
The customer observed a falsely elevated sodium result for one patient on an alinity c analyzer. The following data was provided (customer¿s reference range is 136-145 mmol/l): initial result was 160, repeat was 141 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for a falsely elevated sodium result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for elevated results for the product. Return testing was not completed as returns were not available. Based on the information provided, the customer performed troubleshooting by reanalyzing the sample to obtain lower results. The daily maintenance was not done on the module. Logs reviewed, found a temperature error on the reagent carousel at that time. The customer confirmed that after executing daily maintenance, the instrument is processing samples correctly and other patient samples when tested on the same instrument received normal results. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency was identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings, and investigation conclusions that were not included in the initial report.